Event description:
It was reported that the patient's left knee was revised due to the post of the ps insert fracturing. An 11x12 scorpio flex ps insert was exchanged for another 11x12 scorpio flex ps insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a scorpio ps insert was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to the post of the ps insert fracturing. An 11x12 scorpio flex ps insert was exchanged for another 11x12 scorpio flex ps insert.